Event description:
Complainant stated that he purchased a 3 pack of avanti condoms and all 3 broke during use. He did not know the lot # of that 3 pack. Then, he purchased another 3 pack, used 1, and that condom also broke during use. The complainant returned the remaining 2 condoms to london international. In nearly 25 yrs of using condoms, user has never had one break. Three avanti condoms broke within one month! User is unconvinced of both the efficiency and accuracy with which their complaint was handled by the co. User would like a better explanation. Date purchased: oct 1997.